Event description:
It was reported that during a ureteroscopy with a laser lithotripsy procedure, multiple fibers were attempted to be used, however, the console repeatedly displayed the error code 48: "fiber other than lumenis sis detected. Please replace fiber." On all four fibers. The procedure was not completed and had to be cancelled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
This console was serviced at the customer's site. The field service engineer (fse) performed the replacement of the lens cell assembly to correct the issue. Upon arrival, the fse verified that the reported error 48 had occurred, therefore the reported event was confirmed. Replacing the lens cell resolved the issue. The console system passed output power and system checklist performance standards. Upon receipt at our quality assurance laboratory, the returned lens cell assembly was visually inspected. It was identified that the lens was clear and clean, however, the electrical cables had been cut or damaged. After the fse performed the replacement of the lens cell, the issue was resolved, and the unit was within specification. As a result, the console was functioning as intended. Therefore, the investigation was assigned the most probable conclusion code of cause traced to component failure.

Event description:
It was reported that, during ureteroscopy w laser lithotripsy, multiple moses fibers (two moses 365um and one moses 550um) and a lumenis sis ez 365 fiber were attempted to be used, however, the console repeatedly displayed same error code 48: "fiber other than lumenis sis detected. Please replace fiber." For all four fibers. The procedure was not completed and had to be canceled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that, during ureteroscopy w laser lithotripsy, multiple moses fibers (two moses 365um and one moses 550um) and a lumenis sis ez 365 fiber were attempted to be used, however, the console repeatedly displayed same error code 48: "fiber other than lumenis sis detected. Please replace fiber." For all four fibers. The procedure was not completed and had to be canceled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
This console was serviced at the customer site. The field service engineer (fse) performed the replacement of the lens cell assembly to correct the issue. Upon arrival, the fse verified that the reported error 48 had occurred, therefore the reported event was confirmed. Replacing the lens cell resolved the issue. The console system passed output power and system checklist performance standards. Upon receipt at our quality assurance laboratory, the returned lens cell assembly was visually inspected. It was identified that the lens was clear and clean, however, the electrical cables had been cut or damaged. After the fse performed the replacement of the lens cell, the issue was resolved, and the unit was within specification. As a result, the console was functioning as intended. Device was installed on (B)(6) 2018 and this event occurred 6 years after the system installation. After this period, component wear, failure or damage is possible based on product use. A risk review was completed and confirmed that the event of cancelled/rescheduled and surgical procedure delayed are defined in the risk documentation. The investigation was assigned the most probable conclusion code of cause traced to component failure.